Event description:
This x-ray sys's viewing subsystem (visub) can possibly hang up during normal operation and it's not possible to generate x-rays.

Manufacturer narrative:
Method: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Results: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Conclusions: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.